Event description:
It was reported that the device began leaking. Four hundred cc of blood was discarded. No pre-donated or bagged blood was required. There were no adverse consequences reported as a result of the event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.